Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the display screen froze. No additional information was provided. This report is made based on the allegation of the display issue.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/06/2013 with the following results: testing was unable to duplicate reported complaint of screen freezing up. Successfully able to navigate through the setup screen and main menu screen with no freezing up of the display screen. Unrelated to the complaint, a pinkish contrast was observed on the display screen. Removed the pump cover and replaced pink display with new test display. The test display has normal contrast and no symptoms of discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.